Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking ring was bent when the provisional was placed. A new cup was opened and implanted.